Event description:
It was intended to use a 2.75 x 24 mm endeavor resolute rx drug eluting stent to treat a severely calcified and tortuous lesion in the m-d of the lad. The lesion had 95 % stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated twice with a 1.5 sprinter legend balloon (12 atm, for 8 seconds), with 80 % stenosis remaining after the pre-dilation. The device could not cross the lesion due to calcification, and the stent was deformed as a result. The physician used another non-medtronic device to complete the procedure. No patient injury is reported. Evaluation summary: the 1st two proximal stent segments were slightly deformed but intact. The remaining segments were severely bunched and deformed. The stent was positioned on the distal section of the balloon. Crimp impressions were visible along the exposed balloon surface. The distal tip was flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation), patient' condition affected effectiveness of device (severe calcification and tortuosity, 80% stenosis), deformation issue (stent); evaluation, conclusions: inherent risk of procedure (stent deformation), device failure/lack of effectiveness related to patient condition (severe calcification and tortuosity, 80% stenosis). (B)(4).